Event description:
The facility reported a fail code 810:04, which occurred during biomed testing. Although attempts were made by baxter, details were not available regarding add'l contact info, pt demographics, medication involved, or pump0 programming. The hosp representative stated that there have b een no reports of any pt incident involving this pump since the last baxter service event.